Event description:
The facility representative contacted a technical service representative to report a flogard infusion pump with a broken door; this condition had the potential to interrupt delivery. It is unknown when this event occurred. There was no patient involved, reported patient injury, medical intervention, or adverse event in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a flogard infusion pump with a broken door was confirmed during product evaluation. The cause of the reported condition was attributed to mishandling but a definitive root cause is unknown at this time. The pump head door and occlusion sensors were replaced to correct the reported condition. Additional information: baxter will continue to monitor similar reports to determine if further actions are required. A follow-up report will be filed if any additional details become available.